Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-03889. The subject ues-40s was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc performed the following checks the subject device; however, there was no irregularity found. The ues-40 was activated with saline cut mode and saline coagulation mode one hundred times respectively. Omsc checked the outside of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause was unknown; however, the following were supposed to be the cause. Omsc surmised that the cause of this phenomenon was contact failure between the subject device and a treatment instrument, inappropriate handling by the user and/or another temporarily failure. The instruction manual of the subject device already mentions cautions for the device handling.

Manufacturer narrative:
The subject ues-40s has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc will investigate the subject ues-40s to determine the cause of this phenomenon if omsc will receive it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the transurethral resection in saline with the ues-40s, the error cord "er02" was displayed on the front panel of the subject ues-40s. The user replaced the subject ues-40s to olympus electrosurgical generator esg-400 to complete the procedure. There was no report of the patient injury other than replacing the device.